Event description:
It was reported that the left ventricular lead had high thresholds. The lead was capped and attempted to be replaced. The replacement lead had positioning difficulties and was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead.